Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle after an interventional thrombectomy procedure using an 8f sheath. Reportedly, no blood flow was confirmed in the three attempts. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
E1- department of neurosurgery, tottori university hospital the device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Factors that may contribute to obstruction of flow include, but not limited to under insertion or improper insertion angle, the marker port not being in the arterial lumen. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.